Event description:
It was reported that there was episodes of noise that appeared as electrical magnetic interference and the patient thinks that they may have been using a microwave at the time of the episode. There was no medical intervention done. All leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.